Event description:
It was reported that a dystonia patient had spasms in their right arm and their implantable neurostimulator (ins) dropped from 100% to 10% capacity within about 1.5 days. The patient's system has elevated impedances on contacts 0/1 (0 - 3525 !, 1 - 3361 !) And are active. They hope to provide the patient with a bit more time between charging session to improve comfort. Technical services recommended avoiding the high impedances as they tend to drain the battery more quickly. If the stimulation is set to bipolar, they could consider trying monopolar programming by mimicking the vna. Additional information was received reporting that symptoms of the indication was discussed in march, however, the elevated impedances were first observed in end of may. Actions taken included checking if other contacts were an option but it was not in this case. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.